Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to the reported problem of error 319 was confirmed as having occurred in the field but not replicated. System logs recorded error 319 coupled with error 307 pointing to node not present and the axis controller arm (aca), axis controller motor (acm), axis controller spar (acs), and axes controller carriage (acc). Unit was tested on an in-house system in normal mode with no triggered errors. Unit was also tested on a psc fixture test platform (pftp) where all test passed related to the reported problem. No signs of damage during visual. The complaint was confirmed based on the field evaluation, but not replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. The fru connector pogo-pin (fcp) was found to be the potential root cause of the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The proximal set up joint (psuj) was analyzed and found to have errors pointing to voltage monitoring error on the axis controller set up (acu) printed circuit assembly (pca). The unit passed all relevant testing on a test fixture and behaved as expected when installed on an in-house system. The acu was determined to be consistent with the reported issue. The complaint regarding errors would not recover was confirmed by failure analysis. The probable root cause is due to damage to the fcp pca on the usm and an issue with the acu pca on the psuj.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ventral hernial etep surgical procedure, the customer contacted technical support to report presented errors on universal surgical manipulator (usm) 1. The errors would not recover and the customer attempted an emergency power off (epo) with no change. As a result, the customer elected to proceed with three usms and usm 1 disabled. The procedure was continued as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The universal surgical manipulator (usm) was replaced to fix the reported errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.